Manufacturer narrative:
A philips remote service engineer (rse) reached out the customer who declined further service and stated they resolved the issue themselves. No additional information was provided. The engineer was unable to provide their analysis findings because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating the device was not alarming like it should. The device generated a yellow alarm for high heart rate; however, the monitor did not re-alarm as expected after the initial acknowledgement. It was indicated there was no patient harm; however, the patient was transferred to a higher level of care due to unknown reasons. It was indicated this re-alarm issue occurred again in that unit. The settings for the monitor were for a reminder alarm every three minutes. It was discussed with the customer that the reminder occurs if the alarm condition still exists; however, a new alarm strip is not saved in alarm review. When philips indicated further investigation may be required on site, the customer responded by saying 'everything is okay' and no further assistance was required. It was clarified the patient's transfer to the coronary care unit was unrelated to the reported issue. In addition, there was no reported delay in treating the elevated heart rate. The following was received as well, "just to summarize, the nurse reported that the elevated heart rate had occurred during a brief moment where she had looked down to take notes on paper on the desk. The central monitor room was unusually busy that day and had consistent alarms of varying degrees going on the entire time I was in to investigate the issue. I was able to test the system with a patient simulator on the reported hardware the next morning and I was unable to duplicate any of the reported issues. Further conversations with the nursing staff indicated that the nurse was about 10 hours into a 12-hour shift, and often reported phantom issues that others were not able to duplicate. We have internally settled on alarm fatigue being the cause of the report. Unfortunately, the nurse on duty that day has since retired, and will be very difficult to reach if she is able to be reached at all for follow up

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the customer indicated the device was not alarming like it should. The device generated a yellow alarm for high heart rate; however, the monitor did not re-alarm as expected after the initial acknowledgement. It was indicated there was no patient harm; however, the patient was transferred to a higher level of care due to unknown reasons. It was indicated this re-alarm issue occurred again in that unit. The settings for the monitor were for a reminder alarm every three minutes. It was discussed with the customer that the reminder occurs if the alarm condition still exists; however, a new alarm strip is not saved in alarm review. When philips indicated further investigation may be required on site, the customer responded by saying 'everything is okay' and no further assistance was required.